Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The investigation reviewed the customer's calibration results from 14-apr-2021 and discovered there were two data flags present. The customer's qc results were requested but not provided. The customer performed a visual check of the samples and confirmed no fibrin or clots were observed. The investigation reviewed the system's alarm trace and discovered multiple abnormal aspiration alarms on the date of the event and near the time the samples were tested. The field service engineer replaced the sample probe mechanism and performed system adjustments. He performed ise checks, precision testing, calibrations, and qc with passing results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for eight patients tested on a cobas 8000 cobas ise module. The customer stated the system ran the patient samples and the "qc was out for na level 3." The customer confirmed the initial na results were reported outside the laboratory. The customer changed ise reagents, repeated calibration, and received calibration results with data flags. The customer performed an additional calibration, and the calibration and qc results were ok. The customer performed repeat measurements with the same samples on a different cobas 8000 cobas ise module. The customer provided one patient example of questionable na results: the patient's initial na result was 132.7 mmol/l, and the patient's repeat na result was 143.1 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.